Manufacturer narrative:
The maryland bipolar has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the complaint acknowledges that the bipolar instrument arced, smoked, or the conductor wire was broken/damaged at the main tube/roll gear junction ¿ the proximal end, with no evidence or claim of user mishandling or misuse.

Event description:
It was reported during a da vinci-assisted procedure using the maryland bipolar forceps instrument that a spark came out from the base of the pulley and the pulley melted/burned. The site completed the procedure with a back-up instrument and there was no reported patient injury nor harm.

Manufacturer narrative:
Additional information can be found in the following sections: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, adverse event problem and usage of device. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported complaint of thermal damage to the instrument. Fa noted the instrument had charring and localized melting at the grip base between the grips. This failure is caused by insulation degradation and carbonized tissue creating a conductive path. Fa concluded this failure is caused by mishandling/misuse. The instrument was tested on in-house system and passed the electrical continuity test. The following additional observation, which was unrelated to the reported complaint, was found by failure analysis: the instrument was found to have various scratch marks with light material removal on the main tube. The scratch marks were not aligned with the tube axis and fa concluded this failure is caused by mishandling/misuse. Based on the failure analysis investigation results, this MDR is retracted as the damage to the instrument was caused by mishandling/misuse and not due to a malfunction of the instrument.